Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon used a (B)(4) toric optic silicone single piece lens. Stated the lens was inserted half way into the eye when the surgeon noticed the plate haptic was torn. Surgeon was able to pull the lens out with the lens still in the cartridge. There was no pt injury. Another same model and size lens was implanted.